Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the healthcare professional stated the clamp at the bottom of the cylinder on the external drain, the one that kept fluid from running into the drainage bag, was not closing completely and fluid continued to run. It was stated that the healthcare profession was not aware of any environmental/external/patient factors that may have led or contributed to the issue.